Manufacturer narrative:
Additional information: the complaint product was received and evaluation was performed. As a result the following fields have been updated. Section d10: device available for evaluation ¿ yes, returned to manufacturer on: 7/14/2020. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint product revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted bilaterally with intraocular lenses (iols). Patient was seeing halos at night and blue light appeared fuzzy. Patient also complained of poor near vision. In the left eye distance vision was reported as 20/30 and needs glasses to read. Positive dysphotopsia present from 1-day post-op. There was no report of significant interference of daily activities. Additional information received reported that the iol was subsequently explanted from the patient's left eye. A report is not being submitted for the companion iol as it remains implanted in the patient's right eye, and there is no indication of required intervention or the outcome significantly interferes with activities of daily life associated with that lens. No additional information provided.